Event description:
Reporter alleged the test strip vial expiration date was rubbed off and he was unable to read the expiration year. The manufacturer determined from their inventory system that the expiration date on the test strip vial is a usable one of 05-31-2007. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.